Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We sent our new attune revision sets at the first time to the customer and get them back with some rusted areas. We don´t exactly know when the incident occured. Patient status/ outcome / consequences? No.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Following receipt of a product photograph attached into ecm, this was reviewed and it was confirmed that there appeared to be discolouration/rust staining on the lettering of the product. Following receipt of 2x complaint products only, these were visually inspected and it was noted that no sign of discolouration or rust was evident on the products. It was noted that the product shown in the attached photograph was a size 3-4 product, whereas the products returned were both size 7-8 products. Complaints databases searched product lot so2038958, so2038942, so2038966, so2038954, so2040479, so2038960 & so2040436 identified no similar complaints received previously. It was noted that further information had been requested regarding the cleaning & sterilising parameters used, however, notification was received that: ¿ it is not possible to answer pcf questions concerning a complaint reported by orthokit/leihservice/loaner kit department as the issue was detected during a depuy synthes in-house inspection without knowing any previous procedures or operational steps.¿ it was concluded that: from the information reviewed, it was unlikely that a potential product issue was present. No corrective action is required and no further investigation is recommended. Post market surveillance is per sep 419. Device history lot: null. Device history batch: null. Device history review: null.